Event description:
It was reported that the patient experienced a loss of therapeutic effect and bladder control. The patient stated that she noticed "her symptoms return sometimes, but sometimes were okay." It was noted that the patient had a return of her symptoms after a sonogram of her kidney was performed about 6 weeks ago. It further noted that the patient did not have her device turned off before the test, and that the physician had to "twist and turn her" in order to perform the sonogram. The patient stated that her internal neurostimulator (ins) was implanted on her right side. The patient further stated that she "noticed a change in the stimulation sensation" and that she "normally felt a pulsating sensation, but currently only felt it when she sat or lay down." The patient indicated that she tried to increase her stimulation form 1.78 to 2.0, but it was too uncomfortable. The patient stated that her stimulation "was pulsating in the right portion of her lip area, close to her vagina." The patient further stated that "before, it was more right at her vaginal area." The patient noted that she did not feel stimulation on programs 1, 2 or 3, even after increasing the stimulation, but could feel stimulation on program 4. Basic functionality of the patient programmer was reviewed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v446469, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).